Event description:
The device was returned to baxter for service. During testing, the baxter technician reported an infusion pump with an ail (air in line) pcb (printed circuit board) malfunction. According to the hospital representative, no patient injury or medical intervention has been reported related to this device. No additional information is known.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 23, 2007. The facility reported an infusion pump with a failure code 810:04 condition.evaluation summary: during product evaluation, a defective ail (air in line) pcb (printed circuit board) was observed. Failure code 810:04 in the event history confirms the defective ail pcb. This failure code is manifested as a result of the ail pcb been out of specification. The ail pcb was recalibrated.